Event description:
The biopsy instrument would only fire once. It is supposed to fire once to obtain the tissue specimen and again to expel the tissue specimen. In addition, the angiotech bio pince did not obtain tissue sample.